Manufacturer narrative:
H6; code 86: only staples returned. Results of evaluation: conclusion: based upon the info received and the visual examination, it was concluded that there were 8 non-conforming "boxed shaped" staples returned. No conclusion be reached as to why the staples were non-conforming.

Event description:
It was reported the ez35w was used during a laparoscopic assisted vaginal hysterectomy. The ez35w was fired and nothing happened - did not cut or staple. The device was removed and a second opened. The second device was fired and severe bleeding resulted along the entire staple line. The surgeon converted to an open procedure to control the bleeding. The pt lost approx 250cc of blood. The risk management dept has the device at this time.